Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 23:36:12. During night drain cycle eight, the patient's ultrafiltration reading was 2046ml, indicating the home patient drained 1146ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. An internal and external visual inspection was performed. Full functional testing, electrical safety testing , calibration and simulated therapy was performed with no other defects and malfunctions found with the device. The cause of the reported issue was determined to be use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.